Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing/smoking from the monopolar curved scissors (mcs) instrument with the tip cover accessory installed was observed. Examination of the instrument intra-operatively by the surgical staff found that the tip of the mcs instrument was bent. The instrument was immediately removed and the planned surgical procedure was completed with a replacement mcs instrument and tip cover accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tube extension broken at main tube connection. Char marks and melted material can be found. Engineering concluded that breakage was likely due to excess force applied to the tube extension. The instruments and accessories user manual specifically states: proper care and handling is essential for satisfactory performance of surgical instruments and accessories. Examine the instrument or accessory - including all of its components - thoroughly before and after each use. If any abnormality is found, do not use it. Use the device for its intended purpose only. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not used a damaged cannula or reducer. Damaged cannulae and reducers may abrade the instrument shaft and generate particles that may fall inside the patient. The hospital reported that the tip cover accessory was discarded, therefore, evaluation of the tip cover accessory could not be performed. On (B)(4) 2012, the initial reporter indicated that there was no injury to the patient and to the best of his knowledge the patient has not returned to the hospital due to any post-operative complications as a result of the reported event.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.